Manufacturer narrative:
Product support (ps) tested returned sample with retained devices and with beckman access. Ps did not confirm the client's observations with in-house testing. Customer complaint could not be confirmed with returned specimens tested on retained product. Lot review indicated no failure. Testing with retained product indicated no outlier results to which the false positive tni result could be attributed.

Event description:
False positive troponin I (tni) results of 1.43 ng/ml on one draw for a patient using triage cardiac panel where results from repeat testing with same sample gave tni<0.05 ng/ml. Pt presented to ed with palpitations and shortness of breath (sob). Pt was released home. Discharge diagnosis not available.